Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for a single out of range high pacing impedance measurement. The lead was tested, and all electrical measurements were within normal limits. The alert parameters were adjusted. It was further reported that the rv lead triggered a lead integrity alert (lia) and a bipolar impedance alert. The lead had high thresholds, undefined high pacing impedance and showed evidence of non-physiologic noise. A fracture of the pace/sense portion of the lead was suspected. It was further reported that the lead was found via fluoroscopy to not be fully seated in the implantable cardioverter defibrillator (ICD) header. A lead replacement is planned. No patient complications have been reported as a result of this event.